Manufacturer narrative:
After battery installation device gave an unexpected flashing white / blank display followed by an unexpected intermittent beep alarm due to vertical cracked lcd controller. Unable to perform the self test, sleep current measurement, active current measurement, displacement test or verify missing segments/partial display due to display anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had flashing display. The blood glucose level of the customer was unknown. The customer reported that insulin pump had blank display after receiving the new battery cap. The customer advised the insulin pump will need to be replaced. The customer advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer advised to place the pump in storage mode: remove battery, press and hold the back button until the screen turns off. The device will be returned for the analysis.